Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Investigation summary: complaint summary: it was reported that on (B)(6) 2020, a hardware removal was performed due to nonunion with broken proximal screw, harvest bone graft proximal tibia, and insert synthes femoral recon nail (frn). Other interventions required the use of screw removal set hollow reamer. The fragment was generated from a broken device and was removed easily. There was no surgical delay reported. The procedure was successfully completed. The patient outcome nonunion. The implant(s) was not returned and instead the investigation will be done. (B)(4) intake email from sales consultant with photo 10aug2020 located in notes & attachments section of the product complaint. The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the most proximal screw broken. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to nonunion with broken proximal screw, harvest bone graft proximal tibia, and insert synthes femoral recon nail (frn). Other interventions required the use of screw removal set hollow reamer. The fragment was generated from a broken device and was removed easily. There was no surgical delay reported. The procedure was successfully completed. The patient outcome nonunion. Concomitant devices reported: unknown proximal screws (part# unknown, lot# unknown, quantity# 3). 12mm ti cann retro/antegrade femoral nail-ex/400mm-sterile (part# 04.013.660, lot# 7993571, quantity# 1). This complaint involves one (1) device. This report is for (1) unk - screws: trauma. This is report 1 of 1 (B)(4).